Event description:
Reporter stated patient crying, convulsing and unable to talk. Patient's family member tested patient blood glucose at 53 mg/dl. The second family member removed the device and administered glucose gel and frosting via mouth. Patient was taken to the doctor's office where they were met by an ambulance. Patient was given a dextrose IV and blood sugars elevated to 300 mg/dl range. Patient was flown to the hospital and admitted. Patient's blood glucose continued to go from low to high (41-310 mg/dl). The hospital reconnected the device to the patient that evening and their blood glucose was 179 mg/dl at the time of the call. Patient was still hospitalized at the time this was reported.